Event description:
Rep reported that he interrogated this device and the status was eri. The time stamp indicated eri occurred approximately one week ago. He performed the battery/lead telemetry test several times and no battery voltage was reported. There were no unusual settings to explain the premature eri. Explant was recommended. Device was returned on (B) (6) 2009 for analysis.